Event description:
It was reported that t-wave oversensing (twos) was exhibited post bi-ventricular pacing only. No additional information could be obtained after multiple follow-up attempts. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.